Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging that on (B)(6) 2016 the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 352 mg/dl with associated symptoms suggestive of hyperglycemia of nausea, vomiting and large urinary ketones. The patient was reportedly hospitalized for hyperglycemia and treated with insulin via injection, intravenous fluids and other treatment(s) not detailed in the report. Troubleshooting by animas customer support determined the basal history did not match the active basal program. This complaint is being reported because the patient reportedly experienced a serious adverse physical event requiring hospitalization while on insulin pump therapy due to an alleged delivery issue with the pump.